Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment.' Device requested, not yet received.

Event description:
During a procedure the anchor pulled out of the patient's bone. It is unknown if this resulted in another hole being drilled or if this caused a delay. Another suture was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device could not confirm the reported event and the complaint product was conforming when it left zimmer biomet. Upon inspection, it was determined that poor surgical technique was the likely cause of the reported event, but there is no definitive evidence and therefore the root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
During a procedure the anchor pulled out of the patient's bone. Another hole did not need to be drilled and there was no delay. Another suture was used to complete the procedure.